Event description:
It was reported by service report that the foot end right wheel was split and half of it was missing. The customer reported that they did not known if there was patient involvement or if there were adverse consequences to report.